Manufacturer narrative:
At this time the customer will not be returning the device for investigation. If the device is rec'd, a follow-up report will be submitted.

Event description:
User facility voluntary medwatch rec'd that stated: "pt was transferred to cardiovascular step down unit in atrial flutter and decreased blood pressure in the 70's. On dopamine at 3 ml hour. When I placed new int (access needle) and attached the dopamine to the new line, I noticed that blood was going through the line and out the blue distal port. There was a defect in distal blue port allowing IV meds to leak out and not reach pt. I immediately stopped the infusion, removed the defected primary IV line and restarted the dopamine via a new primary IV line. The pt's pressure started to increase." Upon further query the following info was provided that indicated a leak from a clave male adapter with subsequent blood loss. The amount of blood loss was unspecified. The tubing was replaced and the therapy was resumed. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional info was provided.